Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. Pump case type: ngp prime. On (B)(6) 2023 customer alleged pump's battery lasting less than 1 week. Pump successfully downloaded traces and history file using thump. Pump passed self test and displacement test. However, unit received with unexpected battery power loss and had high sleep and active currents. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped pcba 1 board with a test board and sleep and active current measurements passed. Low battery alerts confirmed in the pump history on (B)(6) 2023 at 22:45:00.000 and on (B)(6) 2023 at 03:27:00.000. Therefore, battery change occurred in less than 1 week. Pump failed the leak test where the leak came from the keypad overlay (peeling). Test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and keypad overlay peeling. Pump's battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep and active currents. Problem isolated to pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states. Patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported a low battery alarm or short battery life. Troubleshooting was performed and found that the customer received the battery cap not loose, cracked or damaged and replaced battery now alarm in less than 8 hours after a low battery. Advised customer customer to take one of the batteries from another device and insert in the pump. It also went from green to yellow within few minutes. No harm requiring medical intervention was reported. The customer will continue using the insulin pump and the pump will not be returned for analysis.